Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 500 mg/dl and treated with bolus. Customer reported that device stopped during the middle of the night. Customer put the new battery and display returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to corrosion on lcd board. Pump had corroded motor home switch. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.